Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. The 0001822565 - 2018 - 04029. Investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tibial articular surface provisional was fractured. No patient involvement was reported.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04029 - 1 0001822565 - 2018 - 04030 - 1 complaint sample was evaluated and the reported event was confirmed. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. DHR was reviewed and no discrepancies were found. A previously addressed design issue is considered as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new additional information regarding the event.